Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No medical records have been provided and no sample was returned for evaluation. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: no sample returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent repair of an epigastric hernia with implant of a bard/davol ventralex st mesh, reference number 5950007, lot number huzj1083. On (B)(6) 2016: the patient underwent surgery to remove the bard/davol ventralex st mesh and repair a recurrence of patient's hernia defect. During the surgery the physician noted that "the previous repair also shows evidence of recurrence with multiple small hernia defects over for 3-4cm area. The mesh is palpable and is coming up through the hernia defect." As alleged by the patient's attorney, the patient continues to experience complications related to the ventralex st mesh. She continues to have problems including pain and nausea. Patient has been injured. She has sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment.